Event description:
The device was returned for sticky pins. During investigation, the outlet pin was seized stuck and unable to be actuated. An internal investigation was performed and contamination was found on all fva pins with the outlet pin being the worst. A cleaning was attempted but not all the contamination was able to be removed and as such the pins in addition to their lip seals will be replaced. After cleaning the pump was able to infuse normally. No additional damage was identified.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump need to be evaluated, pump have mislodged cassette errors, multiple cassettes have been used units has been cleaned no reports of patient harm or stopped infusions. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.